Manufacturer narrative:
Fowler clutch. Bed extender cable.

Event description:
It was reported by service report that the fowler drifts down with weight/bed extender not working also. No pt involvement or adverse consequences are reported.